Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 30 stapler instrument had no physical damage during visual inspection. The instrument was placed on an in-house system and found to fail initialization on the first attempt. The staple was noted to fall from the distal end of the instrument near the jaws. The instrument then passed the initialization, recognition and engagement tests on 2 of 2 attempts. The instrument moved intuitively with full range of motion in all directions. The grips opened and close properly on multiple attempts. The instrument was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully using a white 30 reload. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. Review of the logs were unable to verify any failures. The instrument was fully functional. Also, the instrument was found to have a lodged staple on the distal end. The instrument was placed on an in-house system and found to fail initialization on the first attempt. A staple was noted to fall from the distal end of the instrument near the jaws. The instrument was reinstalled on the in-house system and passed the initialization, recognition and engagement tests on 2 of 2 attempts. The complaint was not confirmed by failure analysis. The root cause is not determinable/applicable.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the sureform 30 stapler instrument's jaws would not open properly. The user completed the procedure with no further issue reported. No fragment(s) fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument's jaws were not stuck on tissue when the issue occurred. There was no unexpected tissue removal and no bleeding observed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The product has been evaluated by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). Initial findings were confirmed. It is likely that the complaint is referring to the initialization failure that occurred during the procedure, as that will prevent installation of the stapler and control of the jaws. The instrument procedure logs were reviewed and confirm the stapler failed to initialize during the procedure. A lodged staple was found in the jaws and is the likely cause of the initialization failure detected in the field and replicated during in-house testing. The lodged staple is considered a component failure. Codes will be updated to reflect the primary failure. No additional findings to add. No product issue was identified. The reported event was not confirmed as failure analysis found the instrument could not be replicated nor confirmed. Visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument was placed on an in-house system and found to fail initialization on the first attempt. A staple was noted to fall from the distal end of the stapler near the jaws. The instrument then passed the initialization, recognition and engagement tests on 2 of 2 attempts. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.